Event description:
The customer reported, that the spo2 value was significantly too low compared to other devices. The device was reported, to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 value was significantly too low compared to other devices. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.